Manufacturer narrative:
Conclusion: no conclusion can be drawn at this time. Should additional info be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
It was reported that a pt underwent a sling procedure and cystocele repair. One week post-operatively, the pt experienced sudden bleeding. The pt was taken to the hospital where packing was inserted which caused excruciating pain and broke the sutures. The pt was returned the or where the broken sutures were repaired. Two days later, profuse bleeding suddenly occurred again. The pt was taken to the or, but the cause of the bleeding could not be determined. One week later, sudden profuse bleeding occurred again, however, the bleeding was stopped without the need for surgery. The pt was hospitalized for about one week while many blood tests were performed with no conclusions as to the source of the bleeding, and the pt as discharged. Thirteen days later in 2002, bleeding occurred again and the pt was taken to a different hospital where, during a surgical procedure, it was determined that the sling was in place, but the wrapper the device came in was still inside the pt's body. It was reported that a portion of the wrapper was exposed and had been cutting into tissue, causing the bleeding to occur. It is reported that a portion of the wrapper remains in the pt's body. The pt was transfused with approximately thirteen units of blood during those four weeks. Six weeks later, the pt experienced severe nerve pain to many parts of her body and was diagnosed with herpes zoster neuralgia and prescribed neurontin for pain.